Event description:
It was reported that customer received repeated cartridge alarms on pump, including cartridge alarm 20, with consecutive cartridges and no indication that issue occurred during loading process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for putting original pump into storage mode and returning it within specified time frame, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.